Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing revealed that attachment got hot and the bearings were damaged. The root cause is undetermined. No additional information at this time.

Event description:
Customer reported that the attachment was hot and the bearing was defective. This is report 1 of 1 for complaint (B)(4).